Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the e-luminexx vascular stent in a case of bilateral external iliac artery. During the procedure, the shaft was allegedly kink and the wire was stuck. The catheter was removed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: a review of the lot history records with special attention to the manufacturing and inspection of this product was performed and the product was found to have met specifications prior to shipment. Based on the information available, a definite root cause of the reported incident could not be identified. Investigation summary: the stent delivery system was not returned and photos were not available for evaluation which leads to inconclusive results. There were no indications of manufacturing deficiencies. Based on the information available and as the sample was not provided for evaluation, the investigation is closed with inconclusive result. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to general warnings, the IFU states that should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding potential damages, the IFU states: visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. Regarding precautions, the IFU states take care to avoid unnecessary handling, which may kink or damage the delivery system. Do not use if device is kinked. The IFU states that the bard e luminexx vascular stent is only compatible with a 0.035 (0.89 mm) guidewire. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.